Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the connecting tube had coating peeling. Due to damage on charged coupled device (ccd) unit, the specified resolving power was not obtained. Breakage of the image sensor. Additionally, the image guide bundle had significant breakages. The adhesive around the bending section cover had a chip. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to a dent on channel tube, the forceps could not be inserted smoothly. The bending tube was damaged due to physical stress and the connecting tube had a dent. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported compromised image on the evis lucera bronchofibervideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: connecting tube has coating peeling. (1mm2 or more). There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the root cause for the events could not be determined. However, it is likely that the defect was caused by stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use which state: important information ¿ please read before use 3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.